Event description:
It was reported the implant at tooth site 46 fractured. Implant was removed. Patient suffered pain and an edema. Bone type: ii.

Manufacturer narrative:
Zimvie complaint number (B)(4).